Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015; to report that on (B)(6) 2015 the patient had an out of range error for an unknown amount of time. No additional event or patient information is available.